Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change-out unrelated to the lead, externalized conductors were observed on the rv lead. No electrical anomalies were detected. The lead remains implanted. The patient was asymptomatic. Monitoring will continue.